Event description:
It was reported that (B)(6) 2012, the patient had a vaginal abscess near the lead component of the implantable neurostimulator (ins). The healthcare professional had to drain the abscess and the patient stated that she didn't think it affected her ins system. Additional information was requested, but was not available at the time of this report. See also manufacturer's report #3004209178-2012-05016.

Manufacturer narrative:
Lead model 3093-33 lot# v339439 serial# implanted: 2009-(B)(6) explanted: na; programmer model 3037 serial# (B)(4) concomitant system neurostimulator model 3058 serial #(B)(4) implanted: 2010-(B)(6) explanted: na lead model 3093-33 lot#v432837 implanted: 2010-(B)(6) explanted: na. (B)(4).